Event description:
It was reported that the device was used during a hemorrhoidectomy. The surgeon fired the device and everything sounded and fired properly. When device removed from the pt, a digital exam was performed and found an anterior tear in the colon wall near staple line. The colon was exposed into the rectum and pt opened to repair the colon tear. There were no other pt consequence reported.

Manufacturer narrative:
Date sent: 8/13/2008. Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.